Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that she began to experience elevated blood glucose in 2007. She stated that her blood glucose readings have measured between 463 mg/dl and "hi" on her blood glucose monitor. She stated that she bolused after each elevated reading and her blood glucose did not decrease. The pt stated that she disconnected from her infusion site and was able to bolus and see insulin drip from the infusion tubing. The pt stated that her insulin did appear to be cloudy and she stated the insulin cartridge should be changed. The pt then changed the infusion site and discovered that the cannula was bent and there was swelling under the skin at the infusion site. Upon follow up the pt stated that her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.